Event description:
The following has been reported zo hamilton medical ag on (B)(6) 2023: customer did not receive paperwork for device (no stickers, final qc paperwork, technical state, etc.) In side the box. During install, personnel were not able to install niv, adult/ped/neo label on front of device. Requested to look with paperwork but was informed that no other documents were with the device. Device was updated to 3.0.3 sw by hamilton medical inc prior to shipment and documentation removed (unaware should have kept in box). No patient involved reported. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Investigation ongoing hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. UDI related data quality update: this case is the follow-up of cer (B)(4) the original bak files were not available anymore. A new file had to be created.

Event description:
Customer did not receive paperwork for device (no stickers, final qc paperwork, technical state, etc.) In side the box. During install, personnel were not able to install niv, adult/ped/neo label on front of device. Requested to look with paperwork but was informed that no other documents were with the device. Device was updated to 3.0.3 sw by hmi prior to shipment and documentation removed (unaware should have kept in box)

Manufacturer narrative:
Investigation ongoing: hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. UDI related data quality update: this case is the follow-up of cer (B)(4). The original bak files were not available anymore. A new file had to be created. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The reported issue involved missing documentation in the device packaging. The device had been updated to software version 3.0.3 prior to shipment, and documentation was inadvertently removed. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. An internal investigation confirmed that the device met its specifications at the time of the event. The root cause was identified as a lack of awareness regarding documentation handling procedures. Based on available information, the device was ready for use and documentation is assumed to have been delivered separately. No functional issues were identified, and the event does not meet the criteria for mandatory reporting under 21 cfr part 803.

Event description:
Customer did not receive paperwork for device (no stickers, final qc paperwork, technical state, etc.) In side the box. During install, personnel were not able to install niv, adult/ped/neo label on front of device. Requested to look with paperwork but was informed that no other documents were with the device. Device was updated to 3.0.3 sw by hmi prior to shipment and documentation removed (unaware should have kept in box).